Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000056574. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode, experienced ineffective therapy and undesired nerve stimulation. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted to address the issue. It is unknown which lead is liable.